Event description:
It was reported there was a return of patient symptoms. The patient was last seen by a health care provider (hcp) in (B)(6) and the patient had been hospitalized since then. The low reservoir alarm date was (B)(6) 2014. After calculating the flow rate, it was determined the pump would likely have been empty on the date of the report. The patient had more spasms. The system was being used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).